Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/9/2025 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: - lot number? =>unk - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(6) - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>(B)(6) h3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former and one used needle-suture piece and one suture piece were received for analysis. Product code pdp432h. Visual inspection of one opened sample, the swage and the attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. However, the body needle was noted with marks probably caused by a surgical instrument. In addition, the sample was tested by resistance test to the needle and met the requirements. The received suture pieces were inspected, and the extreme was noted to be cut probably caused by a surgical instrument. Also, body fluids were noted along the strand. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle was received for analysis. Product code pdp432h. Visual inspection of one opened sample, the swage and the attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. However, the body needle was noted with marks probably caused by a surgical instrument. In addition, the sample was tested by resistance test to the needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the needle was broken at the proximal end during use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.